Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood test occurred. The machine alarmed and test strips were used. The estimated blood loss was 200cc's. Pt's did not experience any adverse effects nor did they take any medication. Sample has not been returned to the manufacturer.